Event description:
Healthcare professional reported via company representative of left side capsular contracture, baker grade IV. During explant surgery, healthcare professional also reported white chylous fluid described as thick opaque white periprosthetic fluid as well as thick white material inside the implant (seroma) and particles in the valve. The patient underwent a capsulectomy and the device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade IV and seroma-late.